Event description:
The physician attempted arteriotomy closure using a prostar xl8 fr device. The device was inserted however adequate marking could not be obtained. The device was removed and a second device was inserted and good puslatile marking was obtained. The device was successfully deployed and the physician removed the needles, cut the suture and attempted to complete the procedure by tying the knot. The sutures pulled out of the arteriotomy, suggesting insufficient tissue capture. A 12 fr sheath was inserted however hemostasis was not achieved. Manual compression was held along with a femstop and the pt was taken to surgery for arterial repair with a wall stent. Surgery was successful and the pt recovered without further incident. The physician who performed the procedure was in training for certification with this device.

Event description:
The physician attempted closure of the arteriotomy using a prostar xl 8fr device. The physician was unable to achieve acceptable marking. The physician removed the device and inserted a second device. The physician lost hemostasis at the arteriotomy site, he then removed the second device, held manual pressure and the pt went to the o.r. For closure of the arteriotomy. The pt recovered with no incident.